Event description:
It was reported that during total hip replacement inside the patient it was noticed that the proximal reamer being dull. No delay reported. The procedure was finished using a changed in surgical technique. It was used a synergy reamer and a synergy broach to lateralize as the proximal reamer was dull. The surgical procedure was completed satisfactorily

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the proximal reamer confirms the device is dull. This device was manufactured in 2014. This device shows signs of significant wear/usage. A medical investigation was conducted and this case reports that during the surgery, the proximal reamer was noticed to be dull. Per email communication, the procedure was successfully completed with a change in surgical technique, using a synergy reamer and a synergy broach was used to lateralize. There is no patient injury or delay reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.